Event description:
Per the clinic, the patient showed little behavioral response to sound with device use post implantation. Imaging revealed the electrode array to be extracochlear. Subsequently on (B)(6) 2015, the device was explanted and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed october 29, 2015.

Manufacturer narrative:
(B)(4). The device is currently unavailable.